Event description:
It was reported that during brachytherapy procedure, the certificate supplied in the envelope allegedly did not bear the same information as the certificates stuck on and inside the box of iodine grains. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was performed for the affected lot number of the cartridge and links. No issues were noted. Investigation summary: the sample was not returned for evaluation. Therefore, the investigation is inconclusive for the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: labeling was reviewed and found to be inadequate based off the report from the customer. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during brachytherapy procedure, the certificate supplied in the envelope allegedly did not bear the same information as the certificates stuck on and inside the box of iodine grains. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.